Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer, and identified the failure mode as a defective carbon bridge. The fse performed cleaning of the flowcell and replaced the carbon bridge to resolve the issue. The beckman coulter internal identifier is case-(B)(4).